Manufacturer narrative:
Additional information: h6 and h10. H10: the actual device was not available; however, a photograph and a video of the sample was provided for evaluation. The visual inspection observed an external fluid leak from the dialysate port. The reported condition was verified. The cause was related to mechanical shock during transportation/storage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B4/f8: date of this report in the initial MDR is being corrected from blank to 06/23/2021.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of one unit of a prismaflex m100, a leak was observed from the header. There was no patient involvement. No additional information is available.